Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button error alarm due to blank display. The insulin pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device may have been exposed to sweat. The customer did not know the blood glucose reading. The customer was unsure whether he had sweat on the device. He also noted that the insulin pump's display went blank about 2 weeks prior. He stated that the display did turn back on later. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.